Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to fungus. The patient was treated with fluconazole for peritonitis. Patient hospitalization and patient outcome were not reported. Pd therapy was continued during the treatment and was withdrawn at the time of this report. No additional information is available.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in feb2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.